Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device had intermittent button response due to corroded keypad traces. No stuck buttons or numbers scrolling up noted. The device also had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, and cracked reservoir tube window.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 89 mg/dl at the time of the call. The customer stated that the buttons got stuck. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.